Event description:
The account reported the brakes are not holding. The bed is located in the bed shop of the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).

Manufacturer narrative:
The technician found that the brake caster is broken which may be due to normal wear and tear. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.